Manufacturer narrative:
H3:product analysis :no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during decompression procedure drill bit sheared off. No patient impact reported. It was also reported that no damaged piece remained in the patient's body and 10 minutes of delay in procedure. The procedure was completed with backup product. Additional information regarding the patient impact was being followed up from the facility.

Manufacturer narrative:
H3 product analysis: evaluation of the tool determined that the tool head fractured at stem near location of tube exit and head is heavily covered in bioresidue. The suspected root cause was identfied as the tool head became caked in biodebris, which reduced cutting efficiency and the user applied heavier side load to compensate, which led to tool breaking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.